Event description:
The customer reported a power source alert 07. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, which successfully resolved the issue.